Event description:
Boston scientific received information that a follow-up eval of this subcutaneous implantable cardioverter defibrillator (s-ICD) a stored non-sustained ventricular tachycardia episode due to oversensing was noted. The cause of the oversensing was thought to be very low amplitude r-waves thereby increasing the sensitivity; no therapy given. R-waves during evaluation were similar in size to implant. The field representative and boston scientific technical services (ts) discussed potential reasons for changes in amplitude (including electrolyte/dialysis related) and programming options, no changes were made. Approximately, a week later the patient was seen in the emergency room due to receiving a shock. The patient reported he became lightheaded while sitting and then received the shock. On evaluation an appropriate shock had been delivered by the s-ICD for monomorphic ventricular tachycardia (vt). No changes were made. Twelve days later, the patient received another shock. On evaluation, it was determined the shock was due to t-wave oversensing related to small r-waves and deep s-waves. The sensing vector was reprogrammed and no adverse patient effects were reported. It was reported the patient was due for dialysis the following day. The system remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.